Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 581 mg/dl. Customer had symptoms of nausea and vomiting. Customer was advised that symptoms may be indicative on diabetic ketoacidosis. Customer was not able to troubleshoot due to not feeling well. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.